Event description:
It was reported that pump displayed malfunction alarm code Malf 14, with no notable events occurring before the alarm. There was no adverse impact to the customer¿s blood glucose level. Technical Support guided customer through pump reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if alarm happened again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.